Event description:
Information received by medtronic indicated that the customer received post-reset ram crc alarm(pump error 23). The customer reported no adverse event.the event involved product mmt-1781k. Troubleshooting was performed and found that the customer was able to clear the alarm successfully and stated that the pump rewind was completed and also the insulin pump passed the self-test. No harm requiring medical intervention was reported. Product return requested. Customer agreed to return the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test. While performing the rewind test, pump error 38 was noted. Pump failed the rewind test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to failed rewind test. P-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thus. Pump error 23 alarm was found in the history files on event date of 06/18/2024 05:36:32.000. Pump was cut open to perform visual inspection and found moisture damage on the home switch and electronic assemblies. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube, and corroded home switch. Pump error 38 was confirmed during testing. Unable to confirm pump error 23 during testing due to pump error 38 during rewind test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.